Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during the implantation procedure of the subject pacemaker with a lead vega r58, the screw was tightened without hearing a clicking noise. The tightness of the connection was checked by pulling the lead, but the lead did not remain in the connector port. Several attempts were made to tighten the screw and subsequently pull the lead, but the lead was each time pulled out of the connector port. The physician replaced the device by another kora 250 dr, that was connected without problems to the lead vega r8.

Event description:
On (B)(6) 2018, during the implantation procedure of the subject pacemaker with a lead vega r58, the screw was tightened without hearing a clicking noise. The tightness of the connection was checked by pulling the lead, but the lead did not remain in the connector port. Several attempts were made to tighten the screw and subsequently pull the lead, but the lead was each time pulled out of the connector port. The physician replaced the device by another kora 250 dr, that was connected without problems to the lead vega r58.

Manufacturer narrative:
Please refer to the attached analysis report.